Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or bad battery alarm during our testing. The insulin pump was programed correct time, date and monitored for over ten days and no time clock anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for excessive delivery during a bolus. The blood glucose reading was 320 mg/dl. The time was noted as being one hour behind. The time loss was greater than 3 minutes per 10 days. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.